Event description:
The customer reported an incident of data input error in the vista software system. The operator who performed the procedure had entered the donor's height as (B)(6) cm instead of (B)(6) cm. The vista software system calculated the total blood volume (tbv) with the incorrect height as (B)(6) ml instead of the donor's actual total blood (B)(6) ml. No medical intervention was necessary for the event. The input error was not discovered until the donor returned three weeks later for another donation. The donor is reported in healthy condition. Patient's (donor) full identifier is: 0003 14 (B)(4). The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to device malfunction, in the form of operator error, that has the potential for injury.

Manufacturer narrative:
Investigation: with the donor's tbv of 5085 ml, the donor would have qualified for the double platelet, single plasma donation that was run. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the procedure was reviewed against the correct donor parameters and it was determined that the donor was eligible for the procedure performed. Analysis of the trima results also indicated that ac infusion did not exceed safe limits. A review of the last year of service history for this device indicated no other reports related to this issue. A routine preventive maintenance (pm) was performed approximately two weeks after the incident, with no problems found. An internal report shows the machine has been in use with no further occurrences of this problem. Root cause: operator entered incorrect height for donor, during procedure setup.